Manufacturer narrative:
A review of the provided image confirmed tissue was caught on the hinge of the force bipolar instrument grips, consistent with the report that tissue became stuck while dissecting the hernia. This had resulted in unplanned tissue removal as the tissue was excised with a monopolar curved scissors instrument (adverse event and product problem). The force bipolar instrument was analyzed by the failure analysis team and the findings did not replicate or confirm the customer reported event. The instrument passed grasping, recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. There was no physical damage. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, tissue got caught on the hinges of the 8mm force bipolar instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tissue adhered was the fascia, peritoneum, and some fat. The procedure was the dissection of an inguinal hernia. The tissue was stuck at the wrist, the force bipolar have hooks in their wrist and the tissue is constantly getting caught. The tissue had to be cut off with scissors to keep it from tearing the tissue more. This tissue was not planned to be removed as part of the procedure. The procedure was completed robotically. There was minimal bleeding. No blood transfusion was performed. The event had small impact to the patient according to the surgeon but is not ideal for an instrument to catch on tissue and tear it. The event did not affect the patient's health. There were no post-operative complications.